Manufacturer narrative:
The complaint device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the findings. File is linked to submission name: 3011649314-2026-00014. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that two hahn tapered implants failed. The patient presented on (B)(6) 2022 for a primary procedure on teeth #20 and 29. On (B)(6) 2025, the patient presented with inflammation, pain, infection, and abnormal bone loss around the implant. The provider determined that the implants had lost osseointegration and removed the implants. The symptoms resolved after removal and the patient is healing. The implant was not replaced, and no permanent injury was reported. The patients bone quality is type iii and their oral hygiene is excellent.